Event description:
It was reported, that the patient presented for a scheduled procedure to update the generator. The patient had a history of chronic atrial fibrillation (af). To address this, a single-chamber ICD was upgraded from a biventricular pacemaker. The previously implanted right ventricular (rv) and left ventricular (lv) leads were capped. The patient was in stable condition.